Manufacturer narrative:
Beckman coulter inc. Field service had previously replaced both mixer paddles in relation to this issue. The customer also replaced the cartridge chemistry sample probe, syringes, and mixers in attempt to resolve the issue. The problem persisted so a service order was dispatched. The beckman coulter inc. Field service engineer found the reagent probe b level sense bead to be damaged. The assembly was replaced and aligned. The fse verified the repairs via acceptable ion-selective electrode instrument health checks and an acceptable quality control assessment. The instrument was returned back into service upon the completion of the necessary and verified repairs. The cause of this event was a malfunction of the reagent level sense assembly. Associated mdrs include: 2050012-2012-01258, 2050012-2012-01257, 2050012-2012-01256, 2050012-2012-01255, 2050012-2012-01254, 2050012-2012-01253, 2050012-2012-01252, 2050012-2012-01251, 2050012-2012-01250, 2050012-2012-01249, 2050012-2012-01248.

Event description:
The customer reported that an erroneously low total bilirubin (tbil) result as well as suppressed results for blood urea nitrogen (bun), creatinine, albumin (alb), aspartate aminotransferase (ast), alkaline phosphatase (alp), and alanine aminotransferase (alt) were generated on a unicel dxc 600 synchron system for multiple patients across multiple days. The suppressed results possessed out of instrument low (oir lo) instrument generated flags. The customer had indicated that this issue had previously occurred. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of twenty four patients with either erroneous or suppressed alb, alp, alt, ast, bun, creatinine (cr-s), diluted bilirubin (dbil), glucose (glu), direct high-density lipoprotein cholesterol (hdld), magnesium (mg), total bilirubin (tbil) and/or total protein (tp) results. This report represents the suppressed glu result generated for one patient on (B)(6) 2012. Upon repeat, a valid numerical repeat result was generated which was regarded as valid. The suppressed initial result was not reported outside the laboratory. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event.